Manufacturer narrative:
Additional information received reported that it was noted that the neither the left balloon that was recovered or the right balloon that it was not possible to withdraw were reliant balloons but the advanta balloons. Film evaluation summary: from the photograph¿s provided, the cause of the balloon burst leading to the sheath becoming caught on the suprarenal stents and inability to remove the burst balloon sheath, with the resulting patient death following open repair, could not be determined. Pre-implant films and images during implant showing these events were not available for return, and the explanted device was not returned. Other than a likely lengthwise excision cut seen along the entire length of the stent graft likely occurring during the open repair, no obvious stent graft integrity issues were observed from the two photographs of the explanted aortic cuff that could explain the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic extension was implanted in another manufacturer's stent graft system for the treatment of a type ia endoleak. The primary stent graft was implanted on an unknown date approximately 5 years earlier for the treatment of a 95mm abdominal aortic aneurysm. It was reported during the index procedure the physician elected to perform chevar. The implantation of the aortic extension and left and right renal stents was successful. During simultaneous ballooning of both non-medtronic balloon expandable stents with a reliant balloon, the reliant and both non-medtronic balloons burst. The physician recovered the left burst balloon with no problems. During the recovery of the right balloon the physician maneuverer the sheath wide and over the peak of the bare spring at the level of the suprarenal stents however the sheath became caught in one of the stents and it was not possible to withdraw the sheath and balloon. The procedure was converted to open surgery and the patient died post-surgery. The cause of the event is undetermined. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information was received on 08-apr-2018, not 09-apr-2018 as previously reported. If information is provided in the future, a supplemental report will be issued.